Manufacturer narrative:
(B)(4). Evaluation summary: the long45a instrument was received in good visual condition and with a 6r45b original cartridge loaded. The cartridge was fully fired and had the lockout tab bent. This damage is consistent with a spent cartridge that was attempted to be re-fired. The instrument was tested for functionality with a test cartridge and fired. It fired, cut and all the staples formed as intended and opened and closed without any difficulties noted. The instrument was confirming and fully functional. A batch record review was performed and no anomalies were found during the manufacturing process. As the instructions for use state, "the instruments' safety lock-out feature is designed to prevent a used reload from being refired."

Event description:
It was reported that during a laparoscopic gastric bypass, the stapler was temporarily locked on the tissue and required force to open the jaws. The knife was activated but no staples had been formed and the tissue had not been approximated. It was noted that the surgeon was given a spent cartridge and not a new one. Surgeon had to hand sew the gastrojejunostomy adding more than one hour to the case.